Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process.

Event description:
Male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that following an aquablation procedure, the patient was in and out of urinary retention for a week and was re-catheterized. The patient was taken back into the operation room and significant diverticulum was observed in the bladder, which was the cause of the retention. In addition, the patient was put back into anticoagulant medication eliquis and reported clotting issues, but the treating physician did not find any major bleeding source but proceeded to cauterize the area as precautionary measure (per manufacturer's instructions for use, bleeding and urinary retention are potential perioperative risks of the aquablation procedure. The IFU also cautions against usage of the aquabeam robotic system in patients who cannot safely stop anticoagulant medication perioperatively). No clinical sequelae were reported with the patient due to this event. No malfunction of the aquabeam robotic system was reported.

Event description:
Male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that following an aquablation procedure, the patient was in and out of urinary retention for a week and was re-catheterized. The patient was taken back into the operation room and significant diverticulum was observed in the bladder, which was the cause of the retention. In addition, the patient was put back into anticoagulant medication eliquis and reported clotting issues, but the treating physician did not find any major bleeding source but proceeded to cauterize the area as precautionary measure (per manufacturer's instructions for use, bleeding and urinary retention are potential perioperative risks of the aquablation procedure. The IFU also cautions against usage of the aquabeam robotic system in patients who cannot safely stop anticoagulant medication perioperatively). No clinical sequelae were reported with the patient due to this event. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information received through the treating physician, a review of the device history record, log files, labeling and similar events reported to procept. A review of the device history record (DHR) for serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the log file indicated that the system functioned as designed. Aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. F, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding. A review for similar complaints for serial number (B)(6) confirmed no other similar events have been reported to procept. A review for similar complaints across all systems confirmed 28 similar events a root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. No further information was able to be obtained on this event. Based on the review of the log files, DHR, and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.